Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high and low blood glucose levels. The customer states they had issues with their reservoir. The customer states they were priming the device and it began to squirt insulin. The customer's blood glucose level was 360mg/dl. The customer states their levels had been as low as 50mg/dl. The customer's most current level was 168mg/dl. Troubleshoot was conducted. The customer states they treated the highs with infusion set change and tablets for the lows. The customer declined to troubleshoot for the blood glucose levels. The customer states they would return reservoirs and receive replacements.